Event description:
Caller reported experiencing cartridge alarm 20 on several occasions, specifically on february (B)(6) 2026. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that the pump would be replaced due to cartridge alarm issues, and a replacement pump was sent. The customer will continue using the current pump as a backup and was informed about programming their settings and connecting their cgm to the replacement pump. Additionally, the customer understood the instructions for returning the old pump to avoid billing, including placing it in storage mode and sending it back within 10 days using the provided return box and pre-paid label.